Event description:
It was reported that the maryland bipolar forceps had a missing white part on the pulley cover near the tips. There was no report of patient involvement. The issue was discovered during central processing. No further information was reported. Intuitive surgical, inc. (Isi) followed up with the central reprocessing staff and obtained the following additional information: the failure was found at the central reprocessing room. It was unknown if any arcing/smoking occur during the last use of the instrument. There was no report of fragment(s) falling from the device while used within the patient and no report of patient injury. The last procedure was completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire. No conductor wire insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to the user mishandling/misuse, commonly caused by collision with another energized instrument. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 13 uses remaining after this last usage. Review of the provided image is consistent with the reported complaint. The missing piece was most likely caused by thermal damage/melting of the yaw pulley. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is a reportable event due to the following conclusion: the complaint alleged a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. Failure analysis of the returned instrument identified that the missing piece was a result of thermal damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.